Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 200 mg/dl. Insulin pump cleared out setting and customer reverted to manual injections. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.